Event description:
The pt was in the hospital for a broken leg. Pt's blood glucose was checked on a hospital meter and the result was 107mg/dl. Not knowing the result the nurse obtained, the pt used the suspect device to check their blood glucose and obtained a result of 187mg/dl about twenty-five mins later. Pt then took three units of insulin. Pt was later found unconscious by a nurse and their blood glucose was 25mg/dl. Pt was treated for hypoglycemia with an unk substance added to their IV. No glucose controls were used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.